Event description:
It was reported that during a preparation of port placement procedure, when opened the package an eyelash and hair was allegedly found. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one tunneler and other implantable port kit components were returned for evaluation. Visual evaluation was performed on the returned device. No anomalies were noted on the tunneler and the rest of components returned. Along with returned sample, three photos were provided for review. The first photo shows the tip of a tunneler with a protector sleeve placed on a white sheet. A hair was noted to be present on the tip protector. The second photo shows the partial view of a tunneler placed on a white sheet. The third photo shows the label that contains the product details. The manufacturing review states, the visual inspection of the images indicated the tunneler as the main component to be evaluated. A closer look at the image (1) revealed what appeared to be a tab on the plastic cover of the tunneler, the tab was observed to be attached to the outside of the guard. Therefore, the investigation is confirmed for the reported hair contamination issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure. It was reported that during a preparation of port placement, when opened the package an eyelash and hair was allegedly found. There was no patient contact.